Event description:
Son showed mother uplift seat assist he had purchased. He took it out of the box and began to adjust the weight setting. He remembers looking at the box, but does not remember reading the written instructions contained inside the package. He did not see any warning not to place the device in a wheelchair. Son initially set the weight setting on the lowest setting: 80 lbs. That setting did not provide his mother (who he said weight (B)(6) at the time of the accident) with enough assistance to rise out of the chair. Therefore, he adjusted the setting to (B)(6). His mother's walker was in front of her wheelchair. The wheels on her wheelchair were locked. She gripped the handles on her wheelchair and was able to stand with the uplift seat assist on the (B)(6) weight level. Son watched his mother stand twice before she sat back down on the device and they began to talk. As they were catching up that afternoon, his mother unlocked the wheels of her wheelchair and began rolling towards the open door of her apartment. She used both her hands and her feet to move her wheelchair. After she passed behind her son, he heard her say "oh! Oh!" He saw his mother had fallen in an "unnatural position", face first on the ground, with her head between her knees. She hit her head on the floor and had a "goosebump" on her head. They called 911 and she was immediately transferred to the hospital, where she was admitted. They later learned that she had a "brain bleed" and two broken legs. Mother was transported via ambulance to (B)(6) hospital, where she was diagnosed with bilateral femur fractures. She died the next day.